Event description:
It was reported that the patient completed treatment sessions on june 29. During removal on the order of doctor, the catheter was removed smoothly without traction or occlusions. After removal, it was found that the catheter was ruptured at the scale of 11 cm with flat rupture edges, without elastic deformation. The patient was ordered not for off-bed activity. The cardiac intervention department was contacted to remove the ruptured portion of the PICC catheter under dsa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.